Event description:
It was reported that the patient presented to the hospital for a routine device change out and fluoroscopy found that the atrial lead was dislodged. The physician elected not to revise the lead and programmed the patient's device to vvi mode. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.